Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. Device was received with minor scratches on lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump has a big burst of a black spot inside the screen and they are unable to read the display. Blood glucose value was 214 mg/dl. They did not recall the device being dropped or exposed to moisture recently. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.